Manufacturer narrative:
(B)(4).

Event description:
Rec'd info that the pt had one of the ipg's removed about six months ago due to a "strep infection". The pt's wife reports he never had therapeutic effect and may not have been a good candidate for therapy. He currently has his other ipg turned off. Add'l info has been requested and if rec'd a f/u report will be sent. Reference mf report # 3004209178-2011-00232 for the second ipg.